Event description:
I have been using the phillips dreamstation CPAP. I was recently diagnosed with multiple myelonoma. I was encouraged by my doctor to fill an incident report since there is a recall for this machine related to the off-gas of certain chemicals that can be life threatening. FDA safety report ID# (B)(4).